Event description:
Admedus received the following information from a foreign facility, the treatment summary is outlined below: treatment summary: at (B)(6) yasui procedure performed. Cardiocel was used to patch the vsd and as an anterior patch of the aortic arch. At day (B)(6) postoperatively echocardiography demonstrated arch obstruction with a peak gradient of 54 mmhg and mean gradient of 26 mmhg. At day (B)(6) catheter intervention and balloon dilatation of the obstructed segment was performed with modest result at day (B)(6) repeat echocardiography demonstrated persistent arch narrowing with a peak gradient of 60 mmhg and mean gradient of 38 mmhg. At (B)(6), repeat catheter study with second balloon dilatation resulting in little improvement of the gradient. The patient was referred for surgery which was performed at (B)(6). During surgery it was observed that the cardiocel patch was thickened with a thick neo-intimal layer causing stenosis of the anastomosis of the descending aorta to the ascending aorta. Repair of recurrent arch obstruction with pulmonary artery homograft patch was undertaken and the patient recovered.

Manufacturer narrative:
This event is being conservatively reported as stenosis of pulmonary arteries requiring surgical re-intervention is an expected event in approximately 12-15% of congenital cardiac patients according to peer reviewed literature. Due to lack of information, this case is not currently assessable. Admedus is in the process of following-up with the reporter for additional information. Admedus has also requested histological evaluation of the explant material. A follow up report will be submitted once the additional information becomes available and is evaluated.